Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously elevated troponin (accutni) results generated by the access 2 immunoassay system for one patient. The actual patient results data was not supplied. The erroneous result was reported outside of the laboratory. There was no affect to patient attributed to or connected with this event.

Manufacturer narrative:
No additional information was supplied by the customer for this event. The customer suspected that the erroneous results were caused by patient sourced interference. The sample is being sent to bec cpls (customer product line support) for testing and the results of the investigation are not available to date.